Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C55840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included premature birth in 2010 and grand multiparity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), breast pain ("breast pain") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia."), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) accompained by bleeding") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced mood swings ("mood swing"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, back pain, breast pain, abdominal pain and mood swings had not resolved. The reporter considered abdominal pain, back pain, bladder disorder, breast pain, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy added: essure removal date as per mr and pfs is (B)(6) 1983 right side- 2 trailing coils quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C55840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included premature birth in 2010 and grand multiparity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), breast pain ("breast pain") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia."), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) accompanied by bleeding") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced mood swings ("mood swing"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, back pain, breast pain, abdominal pain and mood swings had not resolved. The reporter considered abdominal pain, back pain, bladder disorder, breast pain, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy added: essure removal date as per mr and pfs is (B)(6) 1983. Right side- 2 trailing coils. Most recent follow-up information incorporated above includes: on 14-sep-2020: pfs and mr received: previously reported event "injury to herself" updated to "pelvic pain", events- "abnormal virginal bleeding, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhea, dyspareunia, vaginal discharge, lower back pain, breast pain , abdominal pain, mood swing, plaintiff did not undergo confirmation test", reporter, lot number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.